Event description:
It was reported that when this patient presented for a normal follow-up appointment, variable, out-of-range pacing impedance measurements were noted from a competitor's right atrial (ra) lead. Because all other measurements were stable and in-range, the physician elected to continue with remote monitoring. The system remains implanted and no adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).